Manufacturer narrative:
The e411 analyzer serial number was (B)(6).

Event description:
The initial reporter questioned positive results for 1 patient sample tested for elecsys anti-hbc ii (anti-hbc ii) on a cobas e 411 analyzer (disk system). The initial result for reagent lot 851732 (expiration date 30-jun-2026) was 0.109 coi (positive). On (B)(6) 2026, the sample was repeated using reagent lot 882768 (expiration date 30-nov-2026), and the result was 0.085 coi (positive). The sample was sent to an external laboratory, where the result from an unspecified method was 0.29 coi (negative). The customer repeated the sample on an access instrument, and the result was 0.33 s/co (negative). The negative results were believed to be correct.